Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an inaccurate low reading on their adc blood glucose meter. Customer reported receiving a reading of 99 mg/dl compared to a lab result of 218 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. DHR's for the xceed meter and precision strips were reviewed, and the DHR's showed the xceed meter and precision strips passed all tests prior to release. At the time of this review, the strip lot associated with this case was outside its expiration date of 31 jul 2017; therefore, retain testing of the strip lot was not able to be performed. A tripped trend review was completed for the review meter and precision strips. No trips were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also served as a correction report. (Meter serial number) was inadvertently omitted from the initial MDR 30 day report. Meter serial number has been updated.

Event description:
Customer reported receiving an inaccurate low reading on their adc blood glucose meter. Customer reported receiving a reading of 99 mg/dl compared to a lab result of 218 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the ''c'' zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.